Event description:
Following transseptal puncture, the resistance was felt when removing the needle from the dilator. After removing the needle, the dilator was flushed and skived material was noted. The guidewire was inserted through the dilator to remove the skived pieces. The introducer was used to complete the procedure with no adverse consequences to the patient.

Manufacturer narrative:
The reported event of skiving was confirmed. No resistance was noted near the distal end of the dilator when a brk needle/stylet assembly from current inventory was advanced through the returned dilator and sheath. The dilator tubing was cut lengthwise and skiving was noted at the distal end of the dilator. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the received condition of the device and the information provided, the cause of the skiving remains unknown.